Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: colectomy. Detailed description of event: the device works good but in the middle of the surgery, when the doctor open the gel seal, saw one of the internal pieces of the trocar, who protect the instrument entry, inside of the patient. So he took this piece and restart the surgery without problem but he wants to know what happened with the device. Additional information provided by territory manager via email 19feb20: the component was white/transparent. The component was not broken, just fell down this part who is inside of the trocar, it was one of the 10mm trocar, maybe happened when they introduced the camera. Just that part(the with transparent who is to protect the instrumental entry before the seal was retrieved from the patient. Instruments inserted through the trocar include instrumental lap of 5mm (grasper, dissector, scissors, cam¿). Not sure whether other items were passed through the trocar, but possible because was in the last part of the surgery. Patient status: no patient injury. Type of intervention: component removed.

Manufacturer narrative:
A portion of the event unit was returned to applied medical for evaluation. Visual inspection of the returned unit confirmed that the shield, an internal plastic component of the seal, had separated from the seal. Based on condition of the returned unit, it is likely that the reported event was caused by non-axial insertion or removal of asymmetrical instrumentation through the sleeve. Applied medical¿s instructions for use (IFU) states that, "extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing."

Event description:
Name of procedure being performed: colectomy. Detailed description of event: the device works good but in the middle of the surgery, when the doctor open the gel seal, saw one of the internal pieces of the trocar, who protect the instrument entry, inside of the patient. So he took this piece and restart the surgery without problem but he wants to know what happened with the device. Additional information provided by territory manager via email 19feb20: the component was white/transparent. The component was not broken, just fell down this part who is inside of the trocar, it was one of the 10mm trocar, maybe happened when they introduced the camera. Just that part(the with transparent who is to protect the instrumental entry before the seal was retrieved from the patient. Instruments inserted through the trocar include instrumental lap of 5mm (grasper, dissector, scissors, cam¿). Not sure whether other items were passed through the trocar, but possible because was in the last part of the surgery. Patient status: no patient injury. Type of intervention: component removed.